Manufacturer narrative:
(B)(4). Staple line oversewn.

Event description:
According to the reporter: during a laparoscopic lower anterior resection procedure, after firing, the user rotated the wing nut but it ran idle. The anvil did not tilt. The black part of the end of the device was pushed with forceps, which made a space between the device and the anvil. The device could then be removed from the patient. The donuts were completed. The staple line was oversewed to complete the procedure.

Manufacturer narrative:
Additional information: device available for evaluation?